Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided. A possible root cause is foam on the microparticle reagent. Foam in this reagent will cause an insufficient amount of microparticle to be pipetted, thereby causing false low results with (B)(6) and false high results with progesterone. The foam may have been caused by a misadjusted mixer.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for a total of four patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb) and progesterone. Of the four samples, two were found to have erroneous hcgb results. No erroneous results were reported outside of the laboratory. The first patient sample initially resulted as 8.00 miu/ml on. The sample was repeated and resulted as 338.7 miu/ml. The sample was repeated a second time, resulting as 346.3 miu/ml. The sample was also repeated a third and fourth time on an architect analyzer, resulting as 270.8 miu/ml and 282.0 miu/ml. The second patient sample initially resulted as <0.1 miu/ml on (B)(6) 2014. The sample was repeated and resulted as 107 miu/ml. The sample was repeated a second time, resulting as 285.9 miu/ml. The sample was also repeated a third and fourth time on an architect analyzer, resulting as 234.82 miu/ml and 246.25 miu/ml. The patients were not adversely affected. The hcgb reagent lot number was 177537. The reagent expiration date was asked for, but not provided. It was determined that there was foam present in the microparticle reagent bottle of the reagent pack. The foam present in the reagent could be a possible cause for the issue. Foam in this reagent will cause low signals, in turn causing false low results with the hcgb assay.

Manufacturer narrative:
The field service engineer ran performance testing twice. The first performance testing result was not acceptable. The engineer then changed the pinch tubing and executed performance testing again. The second performance testing result was good. It was also determined that the bead mixer of the analyzer was found to produce some foam in the reagents.